Event description:
A caller reported a cartridge alarm 30 with their insulin pump, leading to cartridge alarms with consecutive cartridges. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. In response, the customer did not have a backup insulin therapy readily available but agreed to consult their healthcare provider. Technical support decided to replace the pump, providing a new one with up-to-date software. Instructions were given for storage and return of the current pump and for steps following the receipt of the replacement, which the caller understood and acknowledged.